Event description:
The user facility reported that the side-tube "came off while in use". Reportedly, the physician re-attached the side-tube with a hemostat and the procedure was successfully completed without complications. No add'l info has been provided.

Manufacturer narrative:
Visual examination of the returned sample confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Eval results of retained samples met the established prod specs for assembly and performance. The lot number is not known, which limits quality record review. The cause of the reported event cannot be definitively determined based on the available info. All available info has been placed on file in qa for appropriate tracking, trending, and f/u.